Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that when attempting to change sides, the patient¿s device gave them an error message saying that the connection was lost. Their wife took a look at the wires and stated that they appeared to have become dislodged. It was recommended that they follow up with their healthcare provider. The next 2 days the patient reported that their lead wires were out, and they would be seeing their healthcare provider about the wire dislodge on wednesday (B)(6) 2018. There were no patient complications reported as a result of this event.